Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Based on the results of the investigation and although we could not specify the definitive root cause of the suggested event, the issue likely occurred due to a defective universal plug unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope had blurred image. There were no reports of patient harm.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.